Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room with hyperglycemia. The patient's blood glucose levels reached 16 mmol/l (288 mg/dl) and ketones of 1.5 mmol/l (27 mg/dl) while wearing the pod between 37 and 48 hours. The patient also experienced a stomachache and was diagnosed with a virus at the ER. No treatment information was provided. The patient stayed at the hospital for 5 hours. The pod has been discarded.